Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged a result of 213 mg/dl was stored in the memory of the compact plus system when she actually obtained a result of 13 mg/dl. Customer reportedly received results of 13 mg/dl, 213 mg/dl, and 51 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Device was replaced with same model and size. Per the (B) (4): "after the implantation see the surgeon a central jet, the valve had an a2-a3 with not many coaptation. The valve became explanted and another one built-in." Surgeon initially communicated to sales rep that although the surgery took a bit longer, there were no consequences for the patient.